Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2022 due to high blood glucose level and diabetes keto acidosis. The high blood glucose level of customer was 377mg/dl. It was unknown that the auto mode feature was active at the time of incident. Customer developed an allergic reaction to novolog and customer was on steroids at hospital. Customer was assisted with insulin pump programming that was accurate. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.